Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges that patient has experienced significant pain in and around his left hip joint, elevated metal ion levels, metallosis and emotional distress. Update - (B)(6) 2012 - medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available on external hard drive if needed for further review. Update (B)(6) 2014 - pfs and medical records received. After review of the medical record for MDR reportability, the revision operative note indicated metallosis and osteolysis. The stem is being added for the alleged high metal ions (no lab results given). The cup and liner were replaced with competitor implants. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear. After review of medical records, the patient was revised to address failed metal on metal total hip done elsewhere. Revision notes reported that there was a creamy fluid consistent with the typical response to metal debris. There was also a thick fibrous pseudocapsule around the entire hip joint.